Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer¿s blood glucose was 437 mg/dl. Customer¿s current blood glucose was 270 mg/dl. Customer treated high blood glucose with insulin pump. Troubleshooting was done for high blood glucose event. Customer did not experienced symptoms such due to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active during the event. The insulin pump will not return for further analysis.